Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display due to moisture exposure. Customer's blood glucose level was 202 mg/dl at the time of incident. Customer stated that the reservoir lip ring was not damaged. Customer stated that the insulin pump was cracked. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, there was a big black spot on the right half of the lcd screen. The rest of the screen was white. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion just about everywhere. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.